Manufacturer narrative:
The reagent lot number is 797723. The expiration date was requested but not provided. The field service engineer cleaned and inspected the module. He verified the module's performance by mechanical checks, precision checks, and air purges. The customer performed qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable hcg+b results from two patient samples tested on the cobas 6000 e601 module. Sample 1 on (B)(6)2024, the initial result was 160 miu/ml. On (B)(6)2024, the repeat result was 1848 miu/ml. Sample 2 on (B)(6)2024, the initial result was 154 miu/ml. On (B)(6)2024, the repeat result was 1655 miu/ml. The repeat results were deemed correct. The physician questioned the results prompting the rerun of the patient samples.

Manufacturer narrative:
The expiration date of the elecsys hcg+b reagent is 31-oct-2025. The investigation reviewed the calibration data; the results were within specifications. The investigation reviewed the qc data; the results were within specifications. There was no indication of a reagent performance issue. The investigation reviewed the alarm trace and the customer's handling of patient samples; no issues were noted. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.